Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap. Sleeve gastrectomy.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the specimen was put into bag and pulled through the abdomen. Upon attempting to re-open the drawstring the bag broke alone a seam. The area was vigorously irrigated and cleaned. The patient's status is normal. The bag was thrown away there was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient. Additional information was requested but not yet received.